Event description:
This is a pt with a history of coronary artery disease s/p CABG with permanent pacemaker implant for ventricular tachycardia. The pt was found to have a malfunctioning ICD lead and suffered inappropriate shocks. The pt presented for lead extraction and replacement due to lead fracture. The pt tolerated the procedure well.